Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and same day post implant experienced bleeding from the impella cp access site. Manual pressure was held above the site for approximately 30 minutes; however, the bleed persisted. An existing perclose suture was then cinched down and the bleeding "immediately" stopped. The site was redressed and support continued uninterrupted for 11 days before the device was successfully weaned and explanted at bedside using existing perclose sutures and manual pressure with "excellent" hemostasis.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).